Event description:
It was reported on (B)(6) 2025, that while a 3dimensions procedure was being performed, shaking was observed during the tomography rotation. A field engineer assessed the device and found loose bolts on the back of the c-arm. The field engineer tightened all loose bolts and performed motion calibrations. The system is now operating within manufacturer specifications. No user or patient injury reported.